Event description:
This complaint is not reportable and a report should not have been filed. An lcd bleed would not cause any harm to a patient. No further information will be sent concerning this complaint.

Event description:
Information received a smiths medical cadd legacy 6400 pump had an lcd bleed. No patient involvement, as event occurred during testing.